Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock for supraventricular tachycardia (svt). The detection enhancements were reprogrammed from onset/stability to rhythm, but the patient returned to the hospital after receiving more inappropriate shocks. The patient was admitted and device therapy was programmed off pending a solution. Technical services reviewed the episodes and agreed the rhythm was fast conducted svt. It was reported that no template had been saved when the detection enhancements were reprogrammed. Technical services discussed capturing a template manually when the patient's heart rate was elevated so the template would better match the patient's svt. They could also consider extending duration in the vt zone. As programming options were limited, it was also discussed to consider medication or ablation to control the svt. No additional adverse patient effects were reported. Additional information was received that this device has been reprogrammed, only one zone of therapy, and re-activated.